Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that a pushlock anchor fell apart when being impacted into a patient during a rotator cuff repair on (B)(6) 2022. The eyelet separated from the anchor and was unable to be retrieved. The surgery was completed successfully with a new pushlock device with no patient effect reported.